Event description:
Hcp reports pt had a pump refill in 2004. The refill was performed in the intensive care unit due to another medical issue. The pump was programmed to given a periodic medication bolus. The hosp nurse reported the next day that the pump was alarming. The pt experienced some sleepiness but was oriented. Upon review of the programming, it was found that the hcp had programmed the bolus every 2 minutes instead of every 2 hrs; it was reported as "just human error." There was no extra hospitalization required. The pt is reported to be doing fine.